Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. The product was evaluated. An exterior visual inspection was performed and failed due to usb port connector was contaminated. Receiver charged and boot test were performed and failed due to receiver has no power. The receiver case was opened for an internal visual inspection and it passed. The receiver data log could not be downloaded due to unit does not power on after charging. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.